Manufacturer narrative:
This report is submitted on dec 15, 2023.

Event description:
Per the surgeon, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023.